Event description:
It was reported that the device battery had lasted approximately two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4087, competitor implantable pacing lead, implanted: (B)(6) 2002; 7001, competitor implantable tachy lead, implanted: (B)(6) 2007; 1688tc, competitor implantable pacing lead, implanted: (B)(6) 2007; 1058t, competitor implantable pacing lead, implanted: (B)(6) 2007. (B)(4).